Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device stopped ventilating. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was recertified and returned to the customer. During the evaluation it was determined that the reported condition is normal device behavior when in spontaneous breathing modes and the subject (patient or static test lung) is not generating breathes. Analysis of reports of this type has not identified an increase in trend.